Event description:
User alleges that when they go to use the foley catheter there is a ridge on the balloon that is resulting in the patient to bleed. Per the user this has happened three times in the last couple of weeks and that they infused 7 cc. Per our instruction for use only 5 cc is recommended.